Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of an error message appearing during interrogation was confirmed. Based on the information provided, it was determined that there were mismatched programmed parameter and diagnostics data, which caused the system error on the merlin programmer. The root cause of the mismatched parameter was unable to be determined based on the provided information.

Manufacturer narrative:
First notification date was noted to be 12 dec 2024 rather than 11 dec 2024 as previously reported.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated inductively or via bluetooth telemetry. Multiple programmers were used to ascertain if the issue was a result of a defective programmer. It was determined that the issue was with the ICD itself. The patient was asymptomatic. The ICD was reset which resolved the issue. There were no reported patient consequences.

Manufacturer narrative:
B3.

Manufacturer narrative:
First notification date was noted to be 12 sep 2024 rather than 11 sep 2024 as previously reported.